Event description:
It was reported that on (B)(6) 2008, a vision stent was implanted in a distal circumflex artery and a mini vision stent was implanted in a first obtuse marginal artery. On (B)(6) 2008, a xience v stent was implanted in a de novo, proximal left anterior artery descending (lad) without a reported issue and the patient's daughter informed the xience v study site at a four year follow-up phone call that approximately three years after the index procedure, on (B)(6) 2011, the patient expired of an unknown cause in his native country of (B)(6). An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.